Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on: 12/20/2007.

Event description:
A surgeon reported a broken intraocular lens (iol). Additional information provided from the surgeon indicates seven days following the initial implant surgery, the iol was removed and replaced. The surgeon stated the patient's outcome was good.